Manufacturer narrative:
Internal report reference number: (B)(4). Complaint from same customer, different product - case linked with MDR: 1000113657-2021-00030. Products were not returned for evaluation. Note: customer sent reply email stating that he is switching to different syringes and will use competitor syringes.

Event description:
Consumer reported complaint for the syringes, indicating that the orange cap on the 31g syringes were difficult to remove. Customer had obtained replacement syringes from pharmacy on (B)(6) 2020. Customer stated that some of the caps seemed to be stuck on the syringe barrel and were difficult to uncap. Customer stated that the caps were really tight is afraid of getting stuck. Customer did not claim he was stuck with the needle and no medical intervention associated with the use of the product was reported. At the time of the call the customer had felt well and did not report any symptoms.